Manufacturer narrative:
The customer performed weekly maintenance in 2008. The system check met specifications and qc resulted within range prior to the event. Qc was out of specifications following the event. After the samples were re-tested on the different instrument, the customer inspected the dxc 600i analyzer and found that all three aspirate probes had come loose from the wash arm and were not locked down. The customer replaced the aspirate probes and then performed a system check which passed. A field service engineer (fs) was dispatched: the fse verified the instrument and started a major preventive maintenance (pm). The fse went back to the customer lab on the next day. The fse performed additional work and completed pm. The fse conducted a diagnostic testing which passed. The fse verified the repair per established procedures and results met published performance specifications. The customer only questioned the accu tni results for the 7 patient samples. Although hardware issues were addressed, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system for multiple patients. Seven (7) patient samples were tested for accu tni and results were in the range of 0.68ng/ml - 0.79ng/ml. See section b6. The results were reported out of the lab. The original samples of all 7 patients were retested on a different instrument in the customer's lab and lower results, in the range of 0.01ng/ml - 0.06ng/ml, were obtained. It is unknown if there was any change to patient treatment.